Manufacturer narrative:
The insulin pump had no button error alarm, constant tone, blank display, unexpected vibrator scroll bar moving with no input noted. The device had no button response due to corroded keypad traces. Unable to test the operating currents due to no button response. The insulin pump had a scratched display window, cracked case at display window corner, scratched reservoir tube window, cracked reservoir tube lip and a missing end cap sticker. No moisture damage noted on the electronic assembly or on the motor. No damage noted on isolation tape on lcd board. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 150 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.